Event description:
It was reported that the serfas probe was emitting sparks while activated.

Event description:
It was reported that the serfas probe was emitting sparks while activated.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. No defects were observed on the ultrasonic welding/glue at the handle. An operational simulation was performed connecting the returned unit to a crossfire console that overrides the expiration date for testing purposes. The simulation was performed using saline water and a piece of tissue paper. The unit operated as expected and no abnormal condition was observed. All switches were verified and the unit passed the signal test. The most probable root cause for the reported condition (arching) is user related. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.